Event description:
It was reported during a da vinci s surgical procedure the fenestrated bipolar forceps instrument was noted to have a broken wire. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the one conductor wire was broken at the yaw pulley exit. The wire was detached from the connection at the grip. The electrical continuity testing failed. The yaw pulley showed no signs of arcing. Engineering also found a piece of the yaw pulley broken off the opposite side of the broken conductor wire. The missing piece measured roughly about 0.045 x 0.193. The broken piece was not returned with the instrument. Engineering found various scratch marks on the main tube at the distal end showing light material removal. The scratches were short in length and not axially aligned with the tube. Engineering concluded that damage was likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.